Manufacturer narrative:
The reported event was confirmed. The device had not met specifications which states that the balloon must not be torn. Visual inspection noted received one two-way silicone catheter with sample port connector, cut portion of inlet tubing and tamper evident seal intact. Visual evaluation of the sample noted the balloon appears to be torn but further testing was required. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a tear in balloon surface measuring 0.2235". No missing pieces were noted. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "tooling damaged (core pins)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient with a deflated catheter balloon due to a water leak immediately after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated catheter balloon due to a water leak immediately after placement.